Manufacturer narrative:
Concomitant medical product: product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, the patient had multiple five second pauses. Evaluation revealed an increase in rv lead threshold. An x-ray confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed out and bruised their face and knees. No further patient complications have been reported as a result of this event.